Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device: expiry date: 10/2016.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc,struts perforated into other organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired .

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and the struts perforated into organs.the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the cause of death was not related to the device. Therefore, based on the reported device allegation, the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: a lot history review was performed and this is the only complaint for this lot number to date; therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately one year and one month later, a computed tomography of abdomen and pelvis was performed for inferior vena cava filter evaluation. The study showed that there was an infra renal inferior vena cava filter present and a total of six prongs have perforated the inferior vena cava with the maximum distance of prong perforated was 4mm. Also, a prong has perforated the duodenum. The study also showed that the coronal images showed 2-degree tilt right to left and the sagittal images showed 2-degree tilt anterior posterior. Also, the diameter of inferior vena cava directly above filter was 17 mm x 27 mm. The patient was reported expired. The cause of death was mentioned as congestive heart failure, atrial fibrillation, cellulitis and atherosclerosis cardiovascular disease. Based on the provided images, three legs/prongs extend beyond the wall of the inferior vena cava with one prong penetrating a maximum distance of 4mm. A prong did not perforate the duodenum. Therefore, the investigation is confirmed for perforation of the inferior vena cava. However, the investigation is unconfirmed for the alleged filter tilt as the degree of the tilt is less than 15 degrees. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,d4 (expiry date: 10/2016),

Manufacturer narrative:
Manufacturing review: a lot history review was performed and this is the only complaint for this lot number to date; therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately 3 years post filter deployment, CT revealed six prongs perforating the ivc and one prong perforating the duodenum. Coronal images indicated 2° right tilt and sagittal images showed 2° anterior posterior tilt. A year later, the patient expired due to congestive heart failure. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based on the provided images, three legs/prongs extend beyond the wall of the ivc with one prong penetrating a maximum distance of 4mm. There is no duodenum perforation. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt as the degree of the tilt is less than 15 degrees. Based on the available information, the definitive root cause is unknown.at this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2016). .

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc,struts perforated into other organs.the device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired .